Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020 a 3.0 x 18 mm xience sierra stent was implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2020, the patient underwent a right and left heart catheterization and was found to have restenosis in the proximal lad, identified as the target lesion. An additional stent was implanted. There was no additional information provided.

Event description:
Subsequent to the initial MDR, additional information was received. Per study physician, the new area of stenosis was not in the 3.0 x 18 mm xience sierra stent implanted in the mid left anterior descending artery. The adverse event of stenosis requiring intervention was not related to the implanted stent or the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Subsequent information revealed that there was no complaint against this device. No investigation required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B1, b2, h1: a serious injury requiring hospitalization and intervention did not occur. H6: health effect - clinical code 2263 removed.